Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was in clinic for follow-up. Device interrogation showed an alert for extended charge time. Measurement in clinic was in range, though slightly longer than expected. Patient will be monitored.